Event description:
It was reported that the at50ao crystalens was removed intraoperatively from the pt's left eye due to capsular damage which occurred during the implantation of crystalens. Another lens was implanted in the sulcus and the pt prognosis was reported as good.

Manufacturer narrative:
The lens has been requested, but has not been returned to b+l for eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.